Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 6th august 2010 and performed to specification, alongside random manual power ons, up to the 19th august 2012. The device failed multiple self-tests due to a memory configuration error between august 2012 and october 2014. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between april 2015 and the final history log entry on the 6th may 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The self-test fails recorded can be attributed to the shock key being pressed/stuck during the self-test. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.